Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported her doctor stated the insulin pump was broken because it kept alarming no delivery. Customer's blood glucose was 260 mg/dl. Customer reverted to replacement device that was provided by her doctor. Alarm and possible causes were explained to the customer. Customer has used different cannula lengths. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.